Event description:
Pt admitted to hosp for removal of retained intrauterine device (iud) secondary to failed attempts to remove the device while in the physician's office. The strings pulled off the device in the physician's office. Even with uterine probing and ultrasound guidance, the device could not be removed as the procedure was too painful for the pt. The pt was therefore admitted to the hosp for removal of the lippes loop iud. The pt requested to take possession of the device upon discharge from hosp. Request was honored. This device had been placed many years ago following the removal of a dalcon shield iud.